Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual/functional inspection: it was found that the device would only partially fire. It was found that the cocking slide and sleds were deteriorated. Additionally, the stylet catch release was found to be out of the revised tolerance requirement. Image/medical record review: as images/medical records were not provided, a review could not be performed. Conclusions: the investigation is confirmed for failure to fire, as the driver only partially fired during functional testing. However, the investigation is inconclusive for self-activation, as the device could not be fully tested due to the firing issues. It is likely that the out of tolerance stylet catch release and the deterioration of the cocking slide and sleds contributed to the reported event. However, based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: precautions: never test the instrument while the needle is installed in the instrument. This could result in needle damage and/or patient/user injury. Inspect the instrument for signs of deterioration or damage (cracking, blistering, separation of coating, pitting). Do not use if deterioration or damage is observed. Directions for use: magnum biopsy instrument preparation: energize (cock) the instrument by pulling back with full pressure on the white cocking slide twice until both sleds are fully engaged. Notice the status indicator is now red. Test the instrument by first moving the safety lever from "s" (safe) to "f" (fire, ready) then depress the trigger button to actuate the instrument. Warning: when the safety lever is in the "f" position, the instrument is ready to fire. Care should be taken not to inadvertently depress the trigger and fire the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during functional testing at the user facility, the device allegedly self-activated. No patient involvement was reported.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the serial number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for a biopsy, the device allegedly self-activated. No patient contact was reported.